Event description:
Ipr - it was reported that the pt expired. Pt death. Reason unk. No further details were provided. It is unk if the device is available for eval. No letter required. The reported event date is unk. In 2008, per response from surgeon: device was not explanted. No post mortum exam was done. Date of death confirmed as 2008. Death not attributed to device. No further info could be provided.

Manufacturer narrative:
No product return.